Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Analysis and results: there are previous complaints of this code-batch regarding the same issue (closed as confirmed after the analysis). We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 2 open, unused samples with the needle detached from the thread, and the thread is still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 2.66 kgf in average and 1.76 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (1.83 kgf in average and 0.61 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for four boxes of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle is either loose in the foil or the needle comes off the thread very easily. There is no patient involvement.